Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a short circuit after a blood spill in orthopat machine. No donor or operator injury or reaction noted. Upon eval the reported problem was verified. A blood spill was found inside of the device. All damaged and contaminated components were replaced including the power supply. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a short circuit after a blood spill in orthopat machine. No donor or operator injury or reaction noted.